Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and both the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. There was a vegetation on the lead. Subsequently, once infection cleared up, the patient will likely be screened for subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information received indicates that the patient also had lead endocarditis. No additional adverse patient effects were reported. Product was returned. At this point, product analysis has not yet been performed for this rv lead.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and both the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. There was a vegetation on the lead. Subsequently, once infection cleared up, the patient will likely be screened for subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information received indicates that the patient also had lead endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned but no analysis was performed as reported allegation of infection with sepsis were known inherent risk of the device. The allegation was not confirmed. This supplemental is being filed to capture the return date and the product investigation results.